Event description:
It was reported to boston scientific corporation that a contour ureteral stent was implanted following a holmium laser lithotripsy procedure performed on (B)(6), 2019. No issues were noted with the device. According to the complainant, after the stent was implanted, the patient experienced naked eye hematuria. The patient was given hemocoagulase, water, and rest and the hematuria did not resolve. After the stent was removed on (B)(6) 2019 the patient had immediate relief of symptoms.

Manufacturer narrative:
Block a2, a3: additional information. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was implanted following a holmium laser lithotripsy procedure performed on (B)(6) 2019. No issues were noted with the device. According to the complainant, after the stent was implanted, the patient experienced naked eye hematuria. The patient was given hemocoagulase, water, and rest and the hematuria did not resolve. After the stent was removed on (B)(6) 2019 the patient had immediate relief of symptoms.